Event description:
As reported by the user facility: "nurse was inserting catheter, laid needle aside, when nurse was reaching to dispose of needle nurse stuck the left thumb under the nail with needle, age unknown."